Event description:
It was reported that the patient presented for follow up. High, out of range, hv and pacing lead impedances were observed. Lead tested normal when tested with the system analyzer. The device was explanted and replaced. The measurements were within range with the new device. There were no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the high lead impedance could not be determined.